Manufacturer narrative:
(B)(4).

Event description:
It was reported that crosstalk of atrial pacing in ventricular channel was noted. The device was reprogrammed. The patient's condition is fine after the event.